Manufacturer narrative:
The instrument was returned and evaluated on december 29, 2010. Per the customer reported complaint, engineering observed that the tube extension is dislodged from the main tube and the entire tube extension wall is circumferentially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. It was determined that the damage was most likely due to excessive side loading or other type of mishandling. Engineering also observed charring on the tube extension. The tube extension has a section that exhibits charring/thermal damage directly below the breakage. The instrument was disassembled to find a light char mark present on the inner surface of the tube reinforcement ring. The tip cover accessory returned with the instrument also exhibits a char mark on the proximal end of the plastic sleeve, likely caused by energy escaping from the tube extension breakage. On january 11, 2011, the initial reporter provided additional information and indicated that arcing from the mcs instrument was observed during the surgical procedure.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff observed that the monopolar curved scissors (mcs) instrument was cracked just above the endowrist. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed. The customer reported malfunction does not in itself constitute a FDA reportable event, however, engineering discovered evidence of arcing during internal evaluation of the instrument.